Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
(3/3 reference (B)(4) for related complaints) (documenting third administration set) per complaint form: line was leaking where the tubing inserts into the luer end (the luer locks into the patient's central line). Second unit reported similar problems with the same lot number. Replaced with new lot and no reported issues. Number of units involved in complaint is unknown but more than 2. No injury.

Manufacturer narrative:
Device evaluation: the samples consisted of nine units that were returned for investigation. The returned samples were received in unused conditions within the original package. The sample was visually inspected under normal conditions of illumination to detect any condition that could cause the failure mode reported. The sample received was set for leak test using a hydrostat vessel. No leaks were detected in any of the nine units; the complaint was not confirmed. No other analysis was performed. No fault was found with the device as the reported issue/failure mode was not verified or confirmed. No root cause was determined, and no corrective actions were required since the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).